Event description:
During a regular follow-up performed on (B)(6) 2014, time to eri (elective replacement indicator) of 63 months was displayed by the programmer. In addition, some telemetry errors occurred during this follow-up and the programmer (serial number is unknown) was reportedly frozen. The device was subsequently re-interrogated without any issues. However, time to eri was blank and no value was displayed at this time. It was reported that during the previous follow-up (on (B)(4) 2014) time to eri was about 95 months and the parameters were not re-programmed since the last three follow-ups. An analysis is requested.

Event description:
During a regular follow-up performed on (B)(6) 2014, time to eri (elective replacement indicator) of 63 months was displayed by the programmer. In addition, some telemetry errors occurred during this follow-up and the programmer (serial number is unknown) was reportedly frozen. The device was subsequently re-interrogated without any issues. However, time to eri was blank and no value was displayed at this time. It was reported that during the previous follow-up (on (B)(6) 2014) time to eri was about 95 months and the parameters were not re-programmed since the last three follow-ups. An analysis is requested.